Manufacturer narrative:
The field service engineer (fse) noted worn tubing between feed-thru fittings ff173 to ff183 on pinch valve pv49. The fse replaced the tubing and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported clear fluid leaked onto the counter while performing latron quality control involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.